Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized for an unknown reason. Blood glucose reading was 291 mg/dl. It is unknown when the customer was hospitalized, the duration of the stay, or how the customer was treated. The customer's spouse was also assisted with turning on the bolus wizard feature. Auto mode would not have been on since the pump was shut off and it was being turned on again prior to the call. The insulin pump will not be returned for analysis.